Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not like having to recharge their ipg. As a result, the patient stopped charging their ipg as recommended and the ipg stopped communicating with external devices. Surgical intervention was undertaken on (B)(6) 2019 where in the ipg was explanted and replaced. Issue resolved.